Manufacturer narrative:
Occupation ni equals lay user / patients.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the laboratory reagent provided as "nacl." At 12:50 pm the result from the meter was 4.0 inr. At 1:00 pm the laboratory result was 3.0 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The result from the laboratory was deemed to be correct. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin therapy or direct thrombin inhibitors, no changes to coumadin dosage, no changes in diet, an no symptoms of bleeding or bruising. The customer's meter and test strip have been returned. Replacement products were sent. The investigation is currently ongoing.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.